Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the etiology was unknown.

Event description:
It was reported the patient had diaphragmatic spasms. The patient was retching after coughing without nausea or sickness. There was no device deficiency noted. The etiology was related to the programming. Relationship was noted as possibly related to device or therapy and not related to the procedure. Intervention included reprogramming which involved the patient being ¿crossed over per protocol.¿ the event was considered resolved without sequelae. Additional information reported the retching was noted as not related to nausea and they felt it was caused by the device. There was no device deficiency noted. No action had been taken. The event was considered unlikely related to the device or therapy and not related to the implant procedure. Additional information received reported that the device was interrogated on (B)(6) 2014. The patient had a clinically undesirable e xperience which included a diaphragmatic spasm. None of the study devices experienced a device deficiency. The outcome was resolved without sequelae on (B)(6) 2015. Interventions included reprogramming on (B)(6) 2014. The event was possibly related to the device or therapy and not related to the procedure. The patient was wretching after coughing without nausea and sickness. The severity was moderate. Later it was reported that the devices were explanted. The etiology was noted as a pre-existing condition. The event was possibly related to the device or therapy and not related to the procedure.

Event description:
Additional information reported the device was explanted because the patient was exited from the study. The reason for exit was due to the patient not being able to cope with the device and personal circumstances.

Event description:
Additional information received reported that the etiology was unlikely related to the device or therapy and not related to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), product type: extension; product ID 37081-40, serial# (B)(4), product type: extension; product ID 3878-45, lot# 0208368592, product type: lead; product ID 3878-45, lot# 0208368581, product type: lead; product ID 97792, lot# unknown, product type: accessory; product ID 97792, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.